Manufacturer narrative:
(B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - hled. It was stated that oil was dripping and rust occured on spring arm. Designated complaint unit employee found that paint was peeling on main tube, suspension arm and fork, rust occured on main tube and suspension arm, and suspension arm cap was cracked with missing particles based on photographic evidence. There was no injury reported, however we decided to report the issue in abundance of caution as any fluid droplets, parts or particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled. It was stated that oil was dripping and rust occured on spring arm. Designated complaint unit employee found that paint was peeling on main tube, suspension arm and fork, rust occured on main tube and suspension arm, and suspension arm cap was cracked with missing particles based on photographic evidence. There was no injury reported, however we decided to report the issue in abundance of caution as any fluid droplets, parts or particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: - iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. - iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. - paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. - disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. A technical evaluation of rust was performed by subject matter experts who stated that: the photographic evidences show rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: - a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. - the presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. A root cause analysis for oil dripping problem was performed by subject matter experts and concluded that: during assembly of spring arms the supplier applies a creamed grease turning into liquid above 135°c. So,the black dripping liquid observed can not come from the spring arm itself but finds its origin elsewhere. The first cause is a combination of air conditioning and an excess of oil at the bushing location between the spring arm and the main arm. And according to the latest technical investigations carried out in august 2020 at maquet sas the second probable root cause would be an excess of cleaning product in the lower part of the spring arm, applied in spray or with a sponge, but not in compliance with the recommendations given in our user manuals. Regarding cracked cover, subject matter experts stated, that it could be the result of repetive impacts with another devices over time. This is the result of misuse. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.